Manufacturer narrative:
The field service engineer determined the ise unit was contaminated. The ise unit was decontaminated and conditioned. Ise checks, precision studies, calibration, and controls were run. Patient correlation studies were also performed. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received questionable results for an unspecified number of patient samples tested with ise tests on the cobas 8000 ise module. The customer provided data for four patient samples and of these, one had discrepant results for ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 156 mmol/l, which repeated as 149 mmol/l. The sample was repeated on a different analyzer, resulting with a value of 154 mmol/l. The repeat result was believed to be correct.